Manufacturer narrative:
.

Event description:
The hcp reported that the patient had a return of symptoms. The patient had increased pain since thanksgiving. A volume discrepancy was reported where the expected reserve volume was 2.6 mls and the actual volume removed from the pump was 9 mls. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.